Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead came out. The patient then underwent a procedure and fix the lead. To date, the lead remains in service. No additional adverse patient effects were reported.